Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012476834 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. Slide function was stuck and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The returned catheter was unable to be inserted through the lab test sheath due to its returned condition. The xray imaging revealed that there were entangled wires in the shaft near dual lumen region. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there was difficulty pulling the catheter into the sheath. The procedure took place in a sterile ep lab, where the catheter was prepped and inserted into the left atrium (la) through a 10 french sheath. After completing full pulmonary vein isolation (pvi) and posterior wall (pw) ablation with pulsed field ablation (pfa), the physician attempted to retract the catheter into the sheath but encountered resistance and the tip of the catheter was unable to be captured. Fluoroscopy indicated the sheath was buckling. Troubleshooting steps included redeploying the catheter, adjusting the wire, and rotating the catheter, which eventually allowed the catheter to be pulled into the sheath. When the catheter was removed, it was not knotted but the array was out of plane. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.